Event description:
It was reported that bd facscanto¿ ii carried over patient samples. The following information was reported by the initial reporter: "was it obvious that the results were could not be trusted? Yes. Were any patient samples involved? Yes. Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. Customer notes carry over between one sample and another."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facscanto¿ ii carried over patient samples. The following information was reported by the initial reporter: "was it obvious that the results were could not be trusted? Yes. Were any patient samples involved? Yes. Were erroneous results reported to the clinician? No. Were patients treated based on erroneous results? No. Customer notes carry over between one sample and another."

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, and serial # (B)(6). ¿ problem statement: customer reported a complaint regarding the instrument producing high carry over. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ complaint trend: there are 3 similar complaints related to this issue of carry over; pr# (B)(4). Date range from (B)(6) 2021 to date (B)(6) 2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of the carryover between sample tests was due to a dirty flowcell bal seal. The customer had initially reported carryover between sample tests and requested for a field service alongside a preventative maintenance. The fse (field service engineer) that came on site for the repair was able to identify encrustation adhered on the bal seal which may have been the cause of the insufficient sit flushes. After cleaning and lubricating the bal seal, all the fluid functions of the instrument were checked and confirmed to be functional. No parts were requested for evaluation as there were no parts replaced. After the repair, the fse proceeded with the annual preventative maintenance and requested that the customer reply back within a few days to comment on the instrument¿s performance. The customer later confirmed that the instrument was functioning properly. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the erroneous results could affect patient samples or treatment. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2013. Defective part number: n/a. Work order notes: subject / reported: 338962 - bd facscanto ii - carry over. Problem description: customer notes carry over between one sample and another during reporting with the immunocyte software. Work performed: verification of the problem, there is encrustation adhering to the area of the ball-seal which may have been the cause of an insufficient sit-flush. All remaining fluid functions are functioning properly. Proceed with simultaneous annual preventive maintenance and check the general good operation according to bd specifications. The customer will reply in the next few days, after the passage in reporting on immunocyte. (B)(6) 2022: reply with positive result, work order closes. Cause: incrustations on the bal-seal area. Solution: verification of the problem, there is encrustation adhering to the area of the ball-seal which may have been the cause of an insufficient sit-flush. All remaining fluid functions are functioning properly. Proceed with simultaneous annual preventive maintenance and check the general good operation according to bd specifications. The customer will reply in the next few days, after the passage in reporting on immunocyte. (B)(6) 2022: reply with positive result, work order closes. Returned sample evaluation: a return sample was not requested because there were no replaced parts. Risk analysis: risk management file part #338960-03ra, version a, bd facscanto ii flow cytometer (optics) fmea was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O item: 22. Flow cell. O function: 22.4 remain optically clean. O potential failure mode: 22.4.1 optical clarity degraded. O potential effects of failure: 22.4.1.1 signal degradation or loss - misclassification. O potential causes/mechanisms of failure: 22.4.1.1.1 residue accumulation on walls or optical gel degradation (discoloration). O current controls: sensitivity test (fails when sensitivity drops too low). O recommended actions: 1. Implement p-trap and lower waste trap, to prevent siphoning of fluids out of flow cell. 2. Instructions for use: recommend to shut down cytometer nightly, perform fluidics shutdown. Software shall remind user to shutdown before quitting application. 3. Fse instructions for annual cleaning cuvette o responsible party: (B)(6). O target completion date: (B)(6) 2006. O actions taken: 1. Waste trap lowered and p-trap tubing implemented, to prevent siphoning in either direction (canto b change sheet nxb-2028)2. Bd facscanto ii IFU (640773) - chapter 93. Revise service procedures to include recommendation for annual flow cell recoupling and cleaning. Refer chapter 4 in bd facscanto ii service manual (640597). O sev: 8. O occ: 1. O det: 9. O rpn: 72. Mitigation(s) sufficient : yes or no? Root cause: based on the investigation results the root cause of the carryover was due to a dirty flowcell bal seal. Conclusion: based on the investigation results the root cause of the carryover was due to a dirty flowcell bal seal. The fse was able to identify the issue and cleaned and lubricated the dirty bal seal. After the cleaning, the fse continued with the preventative maintenance on the instrument. Several days after the maintenance the customer reported that the instrument was functioning as expected with no further issues. No treatment or diagnosis was given due to the unexpected results. The safety risk of this hazard has been identified to be within the acceptable level.